Event description:
Reporter alleged obtaining discrepant blood glucose results of 116 mg/dl back to back with a result of 50 mg/dl when testing was performed within 5 minutes on the advantage system. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and self treated with orange juice as a result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.